Event description:
It was reported that 246 days after a coronary artery drug eluting stenting procedure the pt experienced a target vessel reintervention (tvr). Lesion 1 was a 3.0mm 70% stenosed proximal left anterior descending (prox lad) artery. The lesion was predlated. Then the physician placed a taxus express2 8.8% 3.0x20mm drug eluting stent in the prox lad. A malfunction occurred during the withdrawal of the balloon. It was reported that it was difficult to withdraw after the stent was deployed as it was "sticking". It was reported that the physician "kept working at the withdrawal and finally was able to do so". Lesion 2 was a 2.25mm 85% stenosed 2nd obtuse marginal (2nd ob marg) artery. The lesion was not predilated. The physician then placed a taxus express2 8.8% 2.5x24mm drug eluting stent in the 2nd ob marg artery. The balloon became stuck to the stent and would not withdraw post stent deployment. It was reported that the physician was "finally able to withdraw the balloon after multiple attempts." Lesion 3 was a 2.5mm 80% stenosed distal circumflex (dist cx) artery. The lesion was predilated. The physician then placed a taxus express2 8.8% 2.5x24mm drug eluting stent in the dist cx. During withdrawal the balloon became stuck to the stent and wouldn't withdraw post stent deployment. It was reported that the physician "kept attempting, and finally was able to withdraw the balloon. Lesion 4 was a 2.5mm 80% stenosed proximal circumflex (prox cx) artery. The lesion was predilated. The physician then placed a taxus express2 8.8% 2.5x20mm drug eluting stent in the prox cx. During withdrawal the balloon stuck to the stent and the physician was unable to withdraw after stent deployment. It was reported that the physician "kept attempting and finally was able to withdraw." There were no complications reported. The pt was discharged in 2005 on plavix and aspirin. 246 days after the initial procedure, the pt experienced a tvr. The physician successfully placed a taxus express2 stent in the prox cx. The pt was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.